Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Subsequently, the customer went to the emergency room (ER) and was treated with intravenous fluids (IV) of dextrose, saline and zofran. The customer was released from the ER on the same day 2026-04-19, with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding settings and diabetes management.